Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (retracted without fluoroscopy). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement, resistance during removal and cable break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve, but when the m-knob was applied, the cds would steer lateral. The cds was retracted without fluoroscopy to confirm that the blue alignment markers were aligned, but the clip became caught on the guide tip. A lot of force was used to advance the clip off of the guide tip. The m/l knob was checked again, but turned anterior. At this point, a cable break was suspected due to the force used to free the clip from the guide. The cds was removed and replaced. A new cds was used with the same guide. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip nt instructions for use instructs that failure to utilize fluoroscopic guidance while retracting the clip delivery system (cds) into the guide may result in device damage, inability to remove the cds and/or vascular and cardiac injury. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. The difficult to remove the cds from the steerable guide catheter (sgc) was due to user error associated with retracting the cds without using fluoroscopy, resulting in the cable break as force was used to free the clip from the guide. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.